Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for trace ability. The criticool involved in this incident has been returned to belmont but is still under investigation pending tech service review. It was reported that at 2330, criticool registering core temp at 32.5 and alarmed for same. Rectal probe checked, settings confirmed - break coverage left machine for next 30 minutes to see if machine would self correct. Writer returned from break and patient temp registering 31.5. Opted to replace rectal probe. Core temp continued to drop over next 5 minutes so opted to replace machine. No patient harm was reported. A user facility report was received; therefore, belmont will file a report as per procedure. Belmont has contacted the distributor to get additional details on the incident (including if the clinilogger data was available, the model and serial number of the wrap used, what mode was the device in and what was the target temperature, and was there any adverse patient impact. Without the results of the device investigation, no conclusions can be drawn. The investigation is ongoing and no root cause can be determined at this time. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
At 2330, criticool registering core temp at 32.5 and alarmed for same. Rectal probe checked, settings confirmed - break coverage left machine for next 30 minutes to see if machine would self correct. Writer returned from break and patient temp registering 31.5. Opted to replace rectal probe. Core temp continued to drop over next 5 minutes so opted to replace machine.